Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed one of the mounting tabs on the bottom case was broken off. A review of the event history log identified travel course error in the history. During the functional testing using the flow test the reported issue was duplicated. Part of the carriage was broken off and loose inside the pump. The root cause of the reported issue was a result of the customer's physical damage to the device. Replaced the carriage.

Event description:
It was reported that the pump exhibited a travel coarse error. No patient injury was reported.